Event description:
Aadditional information has been received stating the event occurred before the device touched the patient. The surgery was completed with a backup lens. There was no patient impact.

Manufacturer narrative:
Additional information provided in b.5. Due to the new information received, this record is no longer reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was scratched. The timing of the event and patient impact are unknown. Additional information has been requested.